Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the pulse generator, the device had reached elective replacement prematurely. Previous device check on (B)(6) 2017 showed longevity of 1.5-2.25 years remaining. The calculated longevity was 1.9 years. The device was explanted. The patient was stable before, during and after the procedure.